Manufacturer narrative:
Device analysis can confirm that a break did occur in the hypotube. The break was located at approximately 18.9 cm distal to the strain relief. Microscopic examination of the break site found that the break appeared to have occurred as a result of a severe kink that developed in the hypotube. Both sections of the hypotube break were severely kinked at various locations along their lengths. An examination of the crimped stent, balloon and tip found no issues with their profiles. Generally complaints of this nature are consistent with excessive forces having been applied to the device through some form of mishandling. No issues were noted with the actual device that could have contributed to the complaint incident. A review of the manufacturing record shows that the device met its material, assembly and product specifications.

Event description:
This complaint is now reportable based on the analysis completed on 09/20/2007. It was reported that during a coronary drug eluting stenting treatment procedure, the 2.5x8mm liberte bare metal stent would not cross the lesion and became kinked. The lesion being treated was located in the very calcified proximal left anterior descending (lad) artery. The procedure was completed with a different device. No patient complications were reported. Patient status reported as "doing well". However, the returned product confirmed a shaft fracture.